Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported the lancet protrudes beyond the end cap of the fastclix device. No adverse event reported. The reporter did not provide the lot number of the lancet drums. Return of the suspect device was requested for evaluation.